Event description:
Reporter alleged obtaining a discrepant blood glucose result of 51 mg/dl on the same neonate using the inform system 1 compared back to back with a result of 49 mg/dl on inform system 2 and 26 mg/dl on the lab system when testing was within 10 minutes. Report alleged at a different time obtaining a discrepant blood glucose result of 53 mg/dl on the same neonate using the inform system 2 compared back to back with a result of 37 mg/dl on the same lab system when testing was within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This device medwatch report is for the suspect device used in system 2(lot number 550089, expiration date 04/30/2009). Reference medwatch report with a1 pt for the suspect device used in system 1.